Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet bionic pancreas user experienced both hypoglycemia and hyperglycemia while the system was still in its learning period and after intermittent pump removal with a return to injections; the user also appeared to use meal announcements inconsistently, including multiple announcements resembling manual bolusing. Symptoms included a low blood glucose of 50 mg/dl for about an hour and a high blood glucose up to 374 mg/dl for under two hours, with device low and high alerts occurring and no loss of consciousness, dizziness, or other acute clinical effects reported. Outcomes included self-treatment of hypoglycemia with oral carbohydrates, no use of backup therapy for hyperglycemia, no ketone testing, no professional medical intervention, and no assistance required. Investigation included review for training adequacy and consideration of a system reset. Investigation of this case revealed that inconsistent meal announcement use during the early learning phase, combined with recent pump discontinuation and resumption, plausibly contributed to variable glycemic outcomes, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user training and early adaptation factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.